Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) has been investigated. Upon investigation, the u713 processor on the distribution node (dn) pca was found to be intermittent. The cause for the failure to baseline was the intermittent u713 component. The cause for the intermittent u713 component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to baseline.